Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu upgrade is required. The customer declined repaires at this time.

Event description:
The customer reported the system had an input signal error and would not boot up. There was no patient injury or death reported.